Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23, 2007.a request for the return of the device has been made. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. This medwatch is cross-referenced to MDR 6000001-2007-564 submitted on 6/26/2007.

Event description:
The or manager reported a collegue triple channel pump in use on an or patient in '07 had failed on channel b and c and fail code 803:08 was noted. The patient had been admitted for open heart surgury for pericardiectomy after 2 failed ablations. The pump was infusing nitroglycerin, dopamine and propranolol (dose, rate and volume unknown). The patient's blood pressure dropped (unknown levels) and IV medications per injection (unknown drugs and doses) were administered to restore the blood pressure.